Event description:
It was reported the ipg is moving around in the pocket and as a result is causing pain. The pt may contact the physician for evaluation at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.